Manufacturer narrative:
Patient codes (B)(4) are also applicable to this event.

Event description:
Additional information received from the health care provider (hcp) reported that the patient started experiencing symptoms of leg weakness and worsening pain in (B)(6) 2015. The inflammatory mass was identified at the tip of the catheter at t9. The diagnostics related to the inflammatory mass was initially a CT myelogram, because the patient had a stimulation system in place. After the stimulation leads were removed, an MRI was obtained that showed the mass at t9. It was presumed that the mass was due to intrathecal dilaudid. The symptoms have gradually improved following the explant of the catheter.

Manufacturer narrative:
Concomitant product device: neu_unknown_lead was relevant to this event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal dilaudid 10mg/day (concentration asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that a inflammatory mass/granuloma was diagnosed. The patient was having the catheter explanted on (B)(6) 2015 due to the granuloma, but the pump was left implanted. The patient was given oral medrol (steroid) dose pack post explant. No further information regarding the patient history, diagnosis of the granuloma, or date of the diagnosis was known. The catheter would not be returned for analysis. If additional information is received this report will be updated.